Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that the pump was dying and making grinding noises. He changed the battery and the screen was completely blank. The customer noted cracks in the battery compartment. It was noted that the following alarms were in the pump history: failed battery test, unexpected restart, off no power and external ram crc error. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was not returned for analysis.